Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the capsule was initially calibrated and paired with the receiver. The physician placed the reflux capsule into the patient's esophagus, "start study" was pressed on the receiver but it kept giving a message to calibrate the capsule. Several attempts were made to bypass the "calibrate capsule message". An attempt was made to pair with a different receiver, but it did not work either. After trouble shooting the receiver, it was determined that the only option was to remove the capsule and start over with another capsule. The capsule was removed. The patient declined to have another capsule placed.